Manufacturer narrative:
It was also reported that the mattress shows no signs of visible damage and there are no noticeable tears on the outer cover. The customer further reported that the stretchers are cleaned after each use using hospec detergent and sanicloth detergent wipes. This unit has been taken out of circulation.

Event description:
It was reported by the customer that during a recent audit of their equipment, they noticed that bodily fluids had leaked through the mattress and had gone into the foam. There was no pt involvement and no adverse consequences were reported.